Event description:
It was reported that after the unsuccessful deployment of another mfrs coronary stent, this guidewire and a ptca balloon catheter were used to re-dilate the lesion. After three inflations inside the lesion, the physician was unable to withdraw the balloon from the guidewire. The physician pulled the devices from the pt with force resulting in two dissections. Review of the cine revealed that one dissection had occurred during an initial dilation of the lesion. The lesion was located on a bend in the artery.